Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Sharp pain-lip [lip pain], pierce my lip...while brushing [lip injury] , headbrush unexpectedly slipped off while brushing-oral b power toothbrush [device breakage] , brush head is not securely fitting to body...connection remians loose-oral b power toothbrush [device connection issue] . Case narrative: consumer e-mail stated that while brushing his teeth, the brush head slipped off that caused lip injury. The brush head was not securely fitting onto toothbrush body. No serious injury was reported.